Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#106441. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting up from the tubes. This was discovered before use. The following information was provided by the initial reporter: material no. 367983, batch no. 9030743 and 9018759 -it is reported labels are lifting up from tubes. Verbiage received via email, - "we¿ve noticed that a lot of the vacutainer blood collection tubes we¿ve been using have had the label peeling off from the sides.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9030743. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-30. Medical device lot #: 9018759. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting up from the tubes. This was discovered before use. The following information was provided by the initial reporter: material no. 367983, batch no. 9030743 and 9018759. It is reported labels are lifting up from tubes. Verbiage received via email, "we¿ve noticed that a lot of the vacutainer blood collection tubes we¿ve been using have had the label peeling off from the sides."